Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill issues occurred. Reportedly, the cartridges had been filled with 110 and 115 units of insulin. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy.